Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer would clear the alarm and resume insulin delivery. Customers blood glucose was 147 mg/dl.